Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer recommended replacing the power cord, pressing the display button on the monitor but the monitor does not power on. When swapping out the monitor with another, the replacement monitor functioned appropriately. The monitor will be returned to olympus for service/repair. The subject monitor was returned to olympus. The evaluation could not confirm the, the monitor does not power on, however, the green light on the power button turns on but with a black screen on the monitor. The problem was isolated due to a defective circuit (bi and qb) board. Additionally, a crack was on the external top left corner of the bezel. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus technical support engineer was informed via service inquiry that the customer high-definition liquid crystal display monitor is ¿not powering on. Green light but black screen.¿ the customer reported problem was found during during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.